Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) "went off." The patient stated they were in a motor vehicle accident and they thought they had an episode and the device might have turned off. Follow-up was attempted with the physician; however, no additional information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the physician's office that the patient had a ventricular fibrillation (vf) episode terminated by a shock. There was no indication of device malfunction. No patient complications have been reported as a result of this event.